Manufacturer narrative:
After clinical/secondary review of this file performed on 05/20/2021, it was decided to add codes late onset seroma to the right side and surgical intervention to the left side to more accurately capture the reported event. The patient suffered from the late onset seroma in both the left breast and the right breast. Seroma was treated initially with ir drainage. The fluid was sent for microbiology and cytology. It was also reported that both devices appeared creamy white in color. Manufacturer¿s reference number: (B)(4). It was decided to add codes late onset seroma to the right side and surgical intervention to the left side to more accurately capture the reported event.

Manufacturer narrative:
On 4/20/2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Surgical intervention code added to the right side per fat grafting procedure which was done on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/14/2021, mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth mod + prof xtra 405cc breast implant looks discolored with a cloudy appearance. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Report all confirmed cases of bia-alcl to the FDA (https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where you can submit more comprehensive data. Lastly, please notify mentor, because as the device manufacturer, we are collecting data on these cases as well. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 24, 2021, mentor became aware that no rupture was experienced by the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/1/2021, it was reported to mentor that the date problem observed was (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: discoloration and capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 405cc and suffered from a bilateral discoloration, and capsular contracture and also a rupture on the right breast implant and late onset seroma on the left side. Seroma was treated with drainage. The patient had undergone fat grafting procedure on (B)(6) 2020 that may have caused rupture of the right breast implant. As a result, the patient had undergone removal and replacement with non mentor breast implant on (B)(6) 2021. This medwatch is for the right side.